Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and subsequent treatment appears to be related the circumstances of the procedure. In this case, an interaction of the device with patient anatomy causing needle deflection during deployment led to the reported failure to cycle likely due to the reported site calcification. Additionally, anatomical conditions such as tortuosity and angle of insertion in regard to tissue tract, or interaction with other devices may have contributed to the difficult to advance problem. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a

Event description:
It was reported that bilateral suture placement was attempted with prostyle devices prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, in the calcified left common femoral artery (lcfa), suture placement was attempted via a 4f sheath hole. A cuff miss [suture retrieval issue] occurred with the first prostyle attempted. The sutures of two new prostyle devices were successfully pre-placed. In the calcified right common femoral artery (rcfa), suture placement was attempted via a 5f sheath hole using the pre-close technique. A cuff miss [suture retrieval issue] occurred with the first and second prostyle devices with some resistance felt during device insertion with the second prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath in the rcfa and a 20f sheath in the lcfa, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures bilaterally. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices with reported issues referenced in b5 are filed under separate medwatch report numbers.